Event description:
The customer reported being hospitalized due to high blood glucose, and the call became disconnected. Initially, the customer reported having high blood glucose of 449mg/dl, and his blood glucose was treated with manual injections. Troubleshooting was performed, and the caller stated that the insulin pump alarmed no delivery during manual prime. Advised to check the reservoir and tubing connection. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.please see medwatch report # 3004209178-2013-95487.

Manufacturer narrative:
Inspected three opened and used reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per inspection. No occluded anomalies were observed during analysis. Reservoirs connected and locked in place properly.